Manufacturer narrative:
Investigation results: the oil bladder ruptured due to overheating of the x-ray tube caused by continuous rotor spinning. A new x-ray tube was installed. In addition, a back-up relay timer was installed to eliminate continuous rotor spinning.

Event description:
The technician powered up system and left the room for 30 minutes. As the technician entered the room, the x-ray tube oil bladder ruptured and sprayed oil over the walls, system and floor. The technician was not injured. There was no pt involvement.